Event description:
The customer reported a false nonreactive alinity s anti-hbc result generated on the alinity s system for one donor sample. There was no patient impact due to the initial nat testing obtained a positive result which triggered for a second sample to be drawn. The following data was provided: (B)(6): (B)(6) 2026: initial alinity s anti-hbc result = (B)(6); repeat results in duplicate = (B)(6) s/co (the customer re-centrifuged the sample and pipetted serum in another tube (second tube) for the duplicate testing) (B)(6) 2026: new sample: initial result (B)(6); repeat results in duplicate = (B)(6) (these results were released from the laboratory) original nat testing was performed on original sample and generated a positive result. The customer repeated the sample from (B)(6) 2026 and still generated nonreactive results. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available.